Manufacturer narrative:
Concomitant products: product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97754, serial# (B)(4), product type recharger; product ID 977a160, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
It was reported that the patient got into the shower on the morning of the report and the stimulation ramped up to an uncomfortable level. The patient tried repositioning in the shower but the stimulation was still very uncomfortable. The patient got out of the shower and dried off and the stimulation was still uncomfortable. The patient got into different positions and the stimulation stayed uncomfortable. The patient used their programmer to lower the amplitude and the stimulation got better. The stimulation had been better since they adjusted the stimulation. The patient had not made any changes to stimulation before the shower and no changes since the day prior to the report. All positions were comfortable the day prior to the report and overnight as well as when waking up on the morning of the report. The patient felt pain and the stimulation being too strong in their buttock, right leg, and right foot. The patient status was listed as alive with no injury. It was further reported that the patient had their orientation and adaptive stimulation programmed on either monday or tuesday during the week of the report. At that time the stimulation was comfortable and the patient had coverage where they needed it. The patient did not use their programmer prior to getting into the shower. It was unknown if the amplitude increased when the patient got into the shower. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.